Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) near the superficial femoral artery (sfa) using ruby coils. During the procedure, a ruby coil unintentionally detached while partially advanced within the non-penumbra microcatheter and partially within the vessel. The physician then removed the microcatheter; however, the detached ruby coil remained in the guide catheter and began to form. Therefore, the physician removed the catheter with the ruby coil inside and completed the procedure using a new catheter, new microcatheter, and new ruby coils. There was no report of an adverse effect to the patient.